Manufacturer narrative:
Explanted date: (B)(6) 2016 (B)(4). Additional suspect medical components involved in the event: model #: sc-2218-70 serial #: (B)(4). Description : linear st lead, 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient's reason for explant was due to not getting relief from the therapy. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.